Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.0/+0.5/096 (sphere/cylinder/axis) , in the patient's left eye (os) on (B)(6) 2017. The lens was later exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles. Additional information has been requested but none has been forthcoming. If additional information is received , a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of -6.0/+0.5/096 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2017. The lens was later exchanged for a shorter lens on (B)(6) 2017 due to excessive vault and significant reduction of irido corneal angles. The problem was resolved. Explanted data: it is corrected from unk to (B)(6) 2017. Corrected data: age at the time of implantation is (B)(6) years. (B)(4).